Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. The malfunction did not recur after resetting, and the customer was advised to continue using the pump, with instructions to call back if the issue reappears.